Event description:
Clinical study. Same case as 2134265-2009-02087. It was reported that after a coronary artery stenting procedure, the pt experienced in-stent restenosis and required a target vessel reintervention (tvr). The target lesion was located in the mid left anterior descending (mid lad) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilatation, resulting in 0% residual stenosis and placement of a 3.0x24mm taxus liberte stent. A dissection occurred so a 3.5 x 8mm taxus liberte stent was also implanted. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. At 1585 days after the index procedure, the pt developed pericardial chest pain that radiated to her left side of her neck and both shoulders, more on the left shoulder, associated with mid exertion. She was brought to the emergency room where she was given three nitroglycerin and her pain was relieved. She was admitted to the hospital for further evaluation and treatment. An ECG showed normal sinus rhythm with intermittent atrial pacing. Cardiac enzymes were negative. The pt underwent a pci which revealed a 70% stenosis with timi 3 flow in the prox lad. The pt was treated with balloon angioplasty and placement of a non bsc drug eluting stent. The post treatment diameter stenosis was 0% with timi 3 flow. The angiographic core lab report, (2009), revealed a 40.00% diameter stenosis in the mid lad with timi 3 flow and no thrombus with the notation "severe intimal hyperplasia within prox. Edge of study stent (lesion <50%) target lesion revascularization performed and additional stent deployed overlapping study stent in its prox. Edge. The next day a repeat ECG showed electronic atrial pacemaker otherwise not remarkable. Cardiac enzymes and blood count were not remarkable. The event was resolved with no residual effects and pt was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.